Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing pocket heating during and after recharging their ipg. The patient was advised to use a charging belt and recharge at shorter intervals, but has been unable to reach a resolution. As a result, the patient will undergo surgical intervention on a later date.